Manufacturer narrative:
No conclusion code available. The generator was received for analysis and the reported event of a startup failure was confirmed. The generator was connected to an external monitor and a checksum error appeared. This behavior is consistent with a depleted cmos (complementary metal-oxide semiconductor) battery located at the system level circuit board. No additional testing was performed as the device was received in a condition that does not allow to complete a functional testing. The root cause of the startup failure has been isolated to a depleted cmos battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Prior to the procedure, it was noted that the generator did not startup. Power cycling the generator did not provide resolution. The patient was sedated before the procedure was cancelled. There were no adverse consequences to the patient.